Event description:
It was reported that the pt's "wire was broken", which caused his battery to deplete much faster than expected. Add'l info received reported that the broken wire sent a "shockwave" through the pt's stomach. The pt had an appointment on (B)(6) 2011 and was awaiting insurance approval for another appointment. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).